Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed any possible previous incidents with the field representative. Ts further discussed trouble shooting options and requested updates on the system. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.